Event description:
Patient/vendor states: product does not connect to trach directly and falls off frequently. Additional information received on (B)(6) 2013- apria representative stated that the omni-flex had become loose between the patient's trach and ventilator circuit. There was a complete disconnect between patient and mechanical ventilation. That the customer would connect the omni-flex back to her trach when it disconnected. Apria representative stated that the customer was given a new case and that she hadn't heard from the customer regarding similar complaints. She stated the customer has a shiley trach #6. Additional information received on (B)(6) 2013-one unopened representative sample from the same lot will be sent for evaluation. Lot number is not known at this time.

Manufacturer narrative:
(B)(4). The actual sample in this event was discarded by the patient. A representative sample is in the process of being sent to the manufacturing plant. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one unopened representative sample from the same lot was received for evaluation. The sample was functionally tested by carefusion¿s quality personnel and no issues were observed. In addition, the internal manufacturing production records were reviewed and no issues were observed. The applicable manufacturing process was reviewed and a higher amount of variation was observed in the 15 mm ID of the connector. Our procedure was updated to include a 100% quality test of the 15 mm ID of the connector. Additionally, we have added a quality inspection prior to release of the product where a representative sampling will be tested a second time to ensure the 15 mm inner diameter is within our specifications. At this time, the root cause has not been determined. However, a design review is being performed. A project has been opened to change the dimension of the internal diameter of the connector. Additional information: was updated with lot number 0000523631. This information was received on (B)(4) 2013.